Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the right arm and left leg leads failed during patient monitoring. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.